Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. Their trial started on (B)(6) 2024. It was reported that there was a broken lead/lead damaged/lead cut. Patient stated that they had to cut their lead without having their doctor's permission as they had a severe bowel accident and needed to clean that up. The cause of the issue was known. The issue was not resolved and was ongoing.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown, serial# implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.